Event description:
As the physician was removing the coil from the aneurysm, the coil broke inside the microcatheter. Following unsuccessful attempts to retrieve the coil using a retrieval device, the physician withdrew the whole system as one unit. The coil was found in the guide catheter. The procedure was aborted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The coil was being repositioned in tortuous anatomy and subsequently, broken as it was being withdrawn. Coil breakage is a procedural risk associated with coiling procedure and noted in the labeling. Therefore, the most likely root cause of this event was determined related to operational context.

Event description:
As the physician was removing the coil from the aneurysm, the coil broke inside the microcatheter. Following unsuccessful attempts to retrieve the coil using a retrieval device, the physician withdrew the whole system as one unit. The coil was found in the guide catheter. The procedure was aborted.